Event description:
It was reported that the patient was evaluated by their health care provider (hcp) ¿a couple weeks ago¿ because of increased pain and the patient wanted a dose increase. A dye study was performed and a catheter issue was noted. Upon interrogation on the date of the report, the low reservoir alarm was occurring and empty pump reservoir 20.1 ml dispensed since last update was noted. It was noted that they did not refill the pump because the patient was going to have a catheter revision. The catheter was revised on the date of the report and it was noted the catheter was lying over the top of the pump and the hcp thought they may have hit the catheter with a needle during refills. It was noted that they filled the pump with saline and did a back table prime to push the old medication out of the pump tubing. It was also stated that the hcp repaired the catheter and aspirated that clear of drug and a new proximal section of catheter was spliced on. The patient would be going into the clinic at a later date to have it filled with drug. It was again reported that when the hcp opened the pocket they observed part of the catheter in front of the pump and they felt that the catheter damage may have occurred during a refill. The hcp¿s decision was to cut the catheter and replace the pump connector piece. It was stated that ¿the patient was fine now.¿ it was further reported that the catheter revision was due to a catheter tear that was diagnosed via a catheter access port (cap) dye study. The reporter noted there were no noticeable therapy changes. It was noted that the catheter was revised but it was unsure if it was cleared of drug. The reporter had decided not to prime at that time and just run at simple continuous to fill the pathway, and it was to be 6.5 days until therapy started. It was noted the patient had not been receiving any therapy since the revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).